Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 6f sheath (unknown model). Peri-procedure, the patient was anti-coagulated with plavix and angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size greater than 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. Shortly after deployment the access site began to swell and oozing was noted. Manual pressure was applied at the access site for 5 minutes and the access site was checked. The 4cm hematoma had not subsided, therefore an additional 15 minutes of manual pressure was applied and a femostop was applied at the access site for 2 hours. Hemostasis was achieved. The patient was hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1220802) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Patient's age is unknown. Patient's sex is unknown. Date of event is being corrected. Date of this report is being corrected. The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1220802) indicated that the device lot met all established performance criteria prior to shipment.